Event description:
It was reported that a patient was scheduled for lead revision due to high impedance. Clinic notes were received indicating the patient felt her vns did not seem to be firing as before, although she still reported no seizure activity. Diagnostics were provided from a recent office visit indicating high impedance. No surgery has occurred to date. No further relevant information was received to date.